Event description:
Additional information received indicates that the right atrium leadless pacemaker (ralp) was repositioned after mapping due to low current of injury and no rise in pacing impedance during fixation.

Event description:
It was reported that during an implant procedure of a right atrium leadless pacemaker (ralp) that during an attempt of repositioning after mapping a poor electrical location the protective sleeve was advanced over the ralp, and helix was sprung. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient was stable before, during, and after the procedure.